Event description:
The guidewire was used in combination with a competitor devices to provide support while accessing the right vertebral artery. Post removal of the guidewire from the patient's body, the physician observed that the coating from the guidewire proximal end was peeled off. There were no clinical consequence reported due to this event.

Event description:
The guidewire was used in combination with a competitor devices to provide support while accessing the right vertebral artery. Post removal of the guidewire from the patient's body, the physician observed that the coating from the guidewire proximal end was peeled off. There were no clinical consequence reported due to this event.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Device analysis revealed that the polytetrafluoroethylene (ptfe) coating was peeled off along its proximal end length between 37.0cm from its proximal tip, and a slight bent at 82.0cm from its proximal tip. From the condition of the guidewire it appeared that the torque device had been dragged down, and the ptfe coating scrapped off of the guidewire with the torque device collet. No anomalies were observed to the hydrophilic coating and corewire distal end. All guidewire dimensions were found within specifications. Information available indicated that the guidewire was confirmed to be in good condition post unpacking and preparation. It is probable that device findings are related to inadequate tightening of the torque device. The device directions for use (dfu) pre-cautions to "securely fasten the torque device onto the wire to prevent slippage of the torque device and to avoid product damage (i.e., core wire abrasion/peeling of ptfe, etc.)." Therefore a root cause of use/user error has been assigned to this investigation.